Event description:
The patient was at home with an implantable cardioverter defibrillator (ICD) that was placed by another facility years prior. The clinic staff were reviewing the ICD transmission recently. An episode of ventricular tachycardia (vt) had occurred the day prior and did not trigger a shock. The clinic staff contacted the ICD vendor's technical services. After discussion with the ICD vendor's technical services there was a concern that the ICD may not be working properly. The patient was contacted and asked to come to the clinic. Unfortunately, the patient died prior to coming to the clinic. The family has the device.